Event description:
It was reported that during an unspecified treatment procedure, the pressure gauge broke. The physician had the pressure on the advantage inflation unit at 16atms when the outer housing of the pressure gauge broke in half and exposed the gauge. The procedure was completed with another advantage inflation unit. No patient complications were reported and the patient's status is ok. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unspecified treatment procedure, the pressure gauge broke. The physician had the pressure on the advantage inflation unit at 16atms when the outer housing of the pressure gauge broke in half and exposed the gauge. The procedure was completed with another advantage inflation unit. No patient complications were reported and the patient's status is ok. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluation: the encore 26 single unit was returned with the device housing separated. The device was disassembled and it was observed that one tab was bent out of shape and misaligned with the connector to which it snaps. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered manufacturing as it probable that the device was not correctly assembled during the snap press process. (B)(4).